Event description:
Customer reported, he was hospitalized. Customer stated that he had a seizure and went into the hospital. Blood glucose value at the time of the admission was 62 mg/dl. Customer stated he it was unexpected and he has no lows like that since then. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.